Manufacturer narrative:
The swan ganz catheter involved in this case was received by our product evaluation laboratory for a full evaluation. The report of "balloon ruptured" was confirmed. As received, the balloon was found to be ruptured at the central area. Ruptured edges did not appear to match at the ruptured location. All through lumens were patent without any leakage or occlusion. No other visible damage was observed on the catheter body and returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further investigation was performed at the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. A definite root cause could not be established. It was verified that as part of the manufacturing process, the units go through a balloon inflation process. The IFU was reviewed and it indicates that "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the balloon of this swan-ganz catheter ruptured. There was no allegation of patient injury. The device was received for evaluation and the balloon was found ruptured at the central area. Ruptured edges did not appear to match at the ruptured location. Patient demographics unable to be obtained.